Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the blood pressure was constantly reading low. Based on the information available and the testing conducted, the cause of the reported problem was a faulty xper flex cardio physiomonitoring system device. The reported problem was confirmed. The customer replaced the device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Additional information received: box d. Box h.

Event description:
Philips received a complaint on an xper fc2010 rev e exchange indicating that there was hemo pressure damping in all channels. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and replaced the device to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty xper fc2010 rev e exchange device. The reported problem was confirmed. The customer replaced the device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).